Event description:
On (B)(6) 2023 a surgical revision was performed to remove a nalu peripheral nerve stimulator (pns) system and replace with a new nalu pns system due to patient statement that the system was not providing pain relief.